Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found,visual summary analysis of the lead indicated damage at implant. The analyst also noted: helix extends and retracts smoothly with no anomalies.

Event description:
It was reported that during implant the helix on the lead would not deploy fully. The lead was then tested on the table and still would not extend fully. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.